Event description:
The customer performed a control test on his contour meter and received a reading of 300mg/dl. The approximate range for the normal control is 105-145mg/dl. No adverse event was alleged. The customer did not have any supplies with him, so further information was not provided. Product was not replaced at this time.

Manufacturer narrative:
The customer could not provide product information. It's not possible to determine the manufacture date or 510k number, without the meter information.